Event description:
Caller reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was 320 mg/dl. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.